Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) stated: "halfway through the pump run, the arterial pump stated beeping then restarting itself. While shutting itself on and off, the motor of the magnet never shut down so it continued to pump forward the whole time. The flow would be displayed as numbers but not as liters per minute (lpm). Sometimes, it would show a lpm flow but it would not be the right flow. It was a flow rate that was either too high or too low to what I was really flowing. I know this because the revolutions per minute (rpms) and line pressure never changed indicating that my forward flow never change, so it should have been reading something close to my original flow." As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This is related to MDR #1828100-2014-00063 and 1828100-2014-00033. Per the second perfusionist (ccp): "I put on my second flow meter hoping that would solve the issue but the same problems continued with the new flow meter. Before I transferred over to the back-up arterial pump, I had both flow meters attached next to each other on my arterial line and had them hooked up to their respective pumps. The main pump I started the case with continued to have the wired problems and never correlated with the back-up equipment. The second flow meter, now hooked up to the back-up pump, was reading a flow that was almost exactly to what I was flowing before the problems started happening so I felt that it was reliable and safe to use and confirmed that there was consistent forward flow the entire time. Like I said before, it did not however work correctly with the original pump. This is why to solve the problem I decided to finally just change everything over to the new back-up arterial pump and flow meter. I did not see any problems the rest of the case once I switched over. This all happened within a matter of about five to ten minutes."